Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer was advised of a possible occlusion on their reservoir. The customer stated they changed out their reservoirs and infusion sets, but the alarms persist. The customer's blood glucose was unknown. Customer's reservoir will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were inspected and no anomalies were noted. Occlusion test was performed and it was determined that the reservoirs were not occluded.